Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of use error, infection, and peritonitis in a patient coincident with dianeal pd4 and extraneal therapy. On (B)(6) 2005, the patient began automated peritoneal dialysis (apd) using dianeal pd4 ambuflex therapy (dose, frequency, and lots not reported). On an unreported date since 2011, the patient began treatment with dianeal pd4 ambuflex therapy (2.5l, 4 cycles over 9 hours nightly) and extraneal viaflex therapy (last fill of 2l, nightly), intraperitoneally (ip), for peritoneal dialysis (pd). During a call with baxter technical services (bts) on (B)(4) 2012, regarding assistance with the homechoice (hc) device, the following was reported by the caregiver (cg). The cg stated the home patient (hp) had an infection and it is important he receive his medication that night. The technical service representative (tsr) provided assistance to the cg. On (B)(6) 2012, baxter product surveillance contacted the peritoneal dialysis nurse (pdn) to follow up on the report of the infection. The nurse reported that on (B)(6) 2012, the patient came to the pd clinic with fever, chills, abdominal pain, and cloudy fluid and was diagnosed with peritonitis. The pdn reported the patient was not hospitalized for the event and continued performing pd therapy while at home. Per the pdn, the cause of the peritonitis was due to the patient not wearing a mask and not washing hands prior to performing therapy. The pdn explained the patient was retrained on proper aseptic technique (date unspecified). On (B)(6) 2012, baxter global pharmacovigilance (gpv) followed up with the pdn and received the following additional information. The pdn reported treatment was initiated on (B)(6) 2012 as follows: cefazolin, 1 gm, ip, once daily for 2 weeks and ceftazidime,1 gm, ip, daily for 2 weeks. The pdn stated the hp was recovering from the peritonitis and confirmed pd was ongoing. The pdn stated the cause of the peritonitis was not related to dianeal or extraneal solutions or to any baxter device or disposable part.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as not wearing a mask and not washing hands prior to performing therapy. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.